Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 32 mg/dl due to playing golf. Customer treated low blood glucose with food. Customer reported that programming was correct and declined troubleshooting.